Event description:
The pump was returned for investigation. Investigation revealed a faded/discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a faded/discolored display screen. Unrelated to the complaint, a review of the black box revealed multiple "loss of prime" warnings from (B)(4) 2012" (B)(4) 2012. The pump was exercised for 24 hours on a 1 unit per hour basal program. "No loss of prime" or prime related warnings were duplicated during testing. Also unrelated to the complaint, the returned battery cap was found not to tightly secure to the pump due to damaged threads. A test cap was used for all test purposes. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.